Event description:
Complainant's wife, experienced constipation, vomiting and subsequent bowel obstruction requiring medical attention after use of product. Complainant states that his wife's dr said he thought the product may have caused her symptoms. She is taking her medications and a number of nutritional supplements such as iron, calcium and multiple vitamins, however, has no pre-existing gastrointestinal related problems. She has been using all her current medications and supplements for a number of years.